Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what pint in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is 6.13.92, which is classified as remediated. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured during filling. The device was being filled with 5-fluorouracil at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. However, the customer was able to provide photographs of the actual device. Should an evaluation be possible using these photographs, a follow-up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary:the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide detailed photographs of the actual device. Using these photographs, the reported condition of a ruptured reservoir was confirmed. The root cause of this issue is currently being investigated under CAPA (B)(4).a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.